Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad issue and a battery out limit alarm. Customer's blood glucose was 321 mg/dl at the time of the incident. Customer stated that the pump alarmed after a battery change. Customer stated that the pump was alarming at the time of the call. Customer was unable to clear the alarm or get to the settings of the pump. It was explained that this is normal pump behavior. Customer reported that the buttons were not responding and she had the pump close to her body. Customer stated that she may have gotten moisture on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.